Event description:
New information notes that an asymptomatic patient atrial lead continue to exhibited noise. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Final analysis found an insulation abrasion at 16.2 cm to 16.6 cm from the connector pin. The abrasions were consistent with constant friction with another implantable device. This likely contributed to the reported noise.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for routine follow up. The atrial lead exhibited noise. The noise could be reproduced. The device was reprogrammed and the patient would be monitored.